Manufacturer narrative:
Lift tube weldment.

Event description:
It was reported by service report that the pt left side lift tube weldment had broken up the head end where the tube is supported by the cross support. There was pt involvement; however, no adverse consequences were reported.